Event description:
According to the facility on 2/27, "there was significant resistance pushing the blade off the scalpel holder with needle drivers while cleaning up post-surgery. On one attempt, the blade (still attached to holder) rebounded after pushing with needle drivers and lacerated the lateral aspect of my right thumb".

Manufacturer narrative:
According to the facility on 2/27, "there was significant resistance pushing the blade off the scalpel holder with needle drivers while cleaning up post-surgery. On one attempt, the blade (still attached to holder) rebounded after pushing with needle drivers and lacerated the lateral aspect of my right thumb". The facility stated that the laceration was wrapped with gauze prior to seeking out an urgent care facility. The laceration required 4 skin stitched. The laceration is healing well with some continued sensitivity and tightness at the site. It has been determined that the reported event caused or contributed to serious injury requiring medical intervention, therefore, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.